Event description:
Customer reported epinephrine over infusion. The nurse programmed the infusion as custom concentration. The incorrect drug concentration was entered and the nurse over rode a soft minimum concentration alert during programming. There was no report of pt harm or medical intervention no further pt/event info was reported.

Manufacturer narrative:
(B)(4). The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the over infusion was not identified.